Manufacturer narrative:
(B)(4).

Event description:
Pairing keeps on looping even during it was reported that there was a pairing prompt during sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. The session. No injury or medical intervention was reported.